Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 26mm edwards sapien 3 transcatheter heart valve, in the aortic position by transapical approach. The patient had a heavily calcified annulus and leaflets with a measurement between 26mm and 29mm. During valve implantation, when the balloon was fully expanded, the balloon burst. When removing the delivery system, it became stuck in the esheath and it was not possible to be removed. When withdrawing the delivery system, the distal part of the balloon separated. Over a femoral access with a snare, the distal part of the ds was pulled into the femoral artery but it was not able to be removed. The ds was stuck in the vessel. Finally, a surgical intervention was performed to remove the system from the patient. The final patient outcome was good.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The device was visually inspected and the following was observed: inflation balloon burst radially, with distal portion of balloon and noes tip not returned. Curvature on distal portion of sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon burst and withdrawal difficulty, components separation was confirmed by visual inspection of the returned device . However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''patient with heavy calcified annulus and leaflets between 26 and 29mm, decision for 26mm valve + 2cc''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.